Event description:
'Requested evaluation of nsvt event #113 on carelink; episode appears to be detected due to oversensing/noise." Lead manufactured by st. Jude. Case: (B)(4) / (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).